Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured near the middle part during first inflation at 5 atm for 2 seconds in a shape of a pinhole. The device was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.